Event description:
It was reported that a zero-tip basket is used in a procedure. During procedure, it was found that after entering the patient's body, the basket could not grab the stone and found that the whole basket fell off. The procedure was completed with another of the same device and there was no patient complications reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment.